Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the therapy was not working as well as before to relieve pain in the back/legs; the clinical diagnosis was a loss of pain relief in the back/leg. It was noted that on (B)(6) 2018, it was recorded in the patient¿s record that the therapy was helping. The event was noted to have been possibly related to the device or therapy, unlikely related to the implant procedure, and not due to programming. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy had not relieved the patient¿s pain adequately and the patient would like for the device to be removed; the clinical diagnosis was inadequate pain relief. It was noted that the event was unlikely related to the device or therapy, unlikely related to the implant procedure, and not due to programming; the final programming date and time for the most recent interrogation prior to the event was (B)(6) 2018. Interventions taken included explanted the entire system, without replacement, on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the patient started with a pain level of 7/8 pre back surgery and consistently had an overall pain level of 8-9 from 2002 to present (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device never worked to control the patient¿s symptoms. No further complications were reported/anticipated.